Event description:
During the atrial fibrillation ablation procedure, continuous air ingress was observed from the agilis sheath while inserting a non-abbott (boston scientific) farawave catheter. The non-abbott (boston scientific) farawave catheter was repositioned, but the issue persisted. The agilis sheath was subsequently replaced, and the procedure was completed with no adverse patient consequences.